Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00303. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, two ruby coils accidentally fell on the ground; therefore, the two ruby coils were not used in the procedure. The procedure was completed using new ruby coils.